Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.5x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight damage to the stent where struts were flared and overlapping. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2016. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilation, a 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The procedure was incompletely closed. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.